Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 541 mg/dl. The customer also mention relevant blood glucose level of 300 mg//dl. The customer did not experience any symptoms. Troubleshooting was done for high blood glucose. The customer was treated with manual injection, intravenous and insulin for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. Based on customer report customer did not allege pump was under delivering. The customer stated that auto mode feature was active and automatically adjusting insulin at the time of high blood glucose level. High pressure test was pass. The insulin pump will not be returned for analysis.